Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installed into a medtronic 5 series insulin pump. Performed manual prime, fluid flowed through the infusion set and catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 97 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. A new reservoir was sent to the customer. The customer will send their reservoir back for analysis.